Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation the pulse generator exhibited battery depletion. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).